Manufacturer narrative:
The subject device was returned to olympus medical systems (B)(4) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc guessed that the reported event was caused by insufficient reprocessing. There is possibility that the insufficient reprocessing was caused by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
There were foreign materials around the forceps elevator of the subject device. There was no report of patient injury associated with this event.